Manufacturer narrative:
Investigation result: one 11426965-04 sample was received in opened packaging from lot 25065209 for investigation; residual fluid was present in the sample. The customer reported that "a bd alaris pump infusion set 5 smartsite line leak on us the other day." "It leaked at the part where the tubing goes into the pump." Additional feedback provided by the customer noted that the leakage occurred five minutes into the infusion. Visual inspection of the returned sample confirmed the customer's experience; a small tear was present in the pumping segment of the upper pumping segment connector. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the observed damage could not be determined in this instance, however as the leakage was observed during infusion and not during priming, it is unlikely that a manufacturing defect contributed to the customer's experience. A review of the production records for lot 25065209 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 11426965-04 product over the past 12 months.

Event description:
Line inserted into the pump and normal saline was running. Approx 5 mins kvo.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: I just wanted to let you know that we had a bd alaris pump infusion set 5 smartsite line leak on us the other day. It leaked at the part where the tubing goes into the pump. I have kept the packaging and the line in case you need it.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.